Event description:
Customer reports a 'red itchy rash accompanied by a burning' located under the white tape collar at the proximal end and the two (2) bottom corners. Product has been in use for approximately five (5) months.

Manufacturer narrative:
The event as described is deemed a serious injury. It is reported that end-user started using safe and simple protective barrier wipes when he noticed this 'red rash like area.' In addition, end-user states that he changes wafer every four (4) days, and uses water to cleanse peristomal skin. End-user was provided instructions on crusting techniques by using stomahesive powder or an anti-fungal powder and skin protective barrier wipes. End-user was further instructed to contact primary care physician to make them aware of the rash. End-user was instructed to contact convatec with any questions, concerns, additional instructions and/or if condition persists. Lastly, a moldable skin barrier with hydrocolloid tape collar was recommended for use. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.